Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's implant no longer functioned; the patient stated that the ins did not hold a charge, was difficult to charge and her husband was sick so it was difficult to keep up with the therapy. The patient did not have a managing healthcare professional and was sent physician listings. No symptoms were reported. No further complications were reported/anticipated.